Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was broken, enabling the device shape to be changed at the catheter nose. There were no patient complications. No further information was provided. The device is expected to be returned for analysis.

Event description:
It was reported that the farawave catheter was broken, enabling the device shape to be changed at the catheter nose. There were no patient complications. No further information was provided. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing. The reported event was confirmed.